Event description:
It was reported that the user experienced nighttime low blood glucose while using the ilet system and had been announcing ¿less¿ meals based on prior instruction, including not announcing small snacks, with additional training provided on correct meal announcements and timing at first bite; the user wore a dexcom g7 and treated lows with oral carbohydrates. Symptoms included hypoglycemia with reported values of approximately 40¿45 mg/dl without associated clinical symptoms. Outcomes included self-treatment at home without medical intervention or hospitalization, followed by improved control with approximately 90% time in range after education. Investigation included user counseling on correct meal announcement selection and timing, and consideration of pump reset during follow-up training. Investigation of this case revealed user technique and late or omitted meal announcements as the likely contributors to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement selection and timing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.